Manufacturer narrative:
Analysis of the ins (B)(4) found no anomaly. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results not available at the time of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the ins was nearing end of life (eol). The ins was explanted. No symptoms were reported. No further complications were reported/anticipated.